Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During implant assembly, the surgeon found that the pin on the wrench rod was bent and did not fully grip the implant during assembly. We quickly opened a second instrument and completed the procedure with a short delay of approximately 2 minutes. No patient consequence. Lot # is tbklb. Please use no charge po (B)(6) to replace and please provide eta. Patient consequence? No.